Manufacturer narrative:
The device was returned for investigation. A visual inspection and functional test were performed. There was no evidence of the reported problem in the event log. Pump turned off, power down, pump turned on and high-pressure alarm messages were found in the pump's event history logs. The reported failure was not replicated. The root cause of the event could not be established. The downstream occlusion sensor will be replaced as a preventative measure. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that the device beeps continuously. No patient injury was reported.